Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient, the device shut off by itself. The complainant stated, they tried three batteries and had the same result. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.